Event description:
The pump was returned for investigation. Investigation revealed that buttons on the keypad were intermittently responsive and there was contamination under the button contacts. This report is made based on results of investigation completed on 12/09/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the up and down arrow buttons and contrast button were intermittently responsive. The ok button was fully functional. There was no damage to the keypad but the symbol on the ok button was partially worn, but readable. Contamination was found under the up arrow, down arrow, and contrast button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.